Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device was returned and investigated. The reported issue of clip opening when establishing final arm angle (efaa) could not be confirmed as the mitraclip delivery system (cds) functioned as expected. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no lot specific product issue. A definitive cause for the reported mechanical issue (clip open - establishing final arm angle efaa) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opened when establishing final arm angle (efaa). It was reported that the mitraclip procedure was performed to treat degenerative mitral regurgitation with an mr grade of 4. The clip delivery system (cds) was advanced and grasping was performed. During the final arm angle (efaa) test, the clip opened while locked. The cds was retracted into the left atrium and tested again, but it continued to open while locked. The clip was not implanted and was removed. A total of two xtr clips were implanted without issue, reducing mr to 1. There was no reported adverse patient effect or a clinically significant delay during the procedure. The patient remained stable. No additional information was provided.